Manufacturer narrative:
Meter (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Installed retained batteries and the meter turns on with button depression. Observed lcd during power up/ self-test sequence, no issues observed. Performed control solution testing and it was satisfactory. Therefore, this issue is not confirmed. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer obtained a glucose reading of 20 mg/dl on the adc device compared to a glucose reading of 300 mg/dl obtained on another adc meter. The results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Meter (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Installed retained batteries and the meter turns on with button depression. Observed lcd during power up/ self-test sequence, no issues observed. Performed control solution testing and it was satisfactory. Therefore, this issue is not confirmed. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. Clinical data was reviewed and confirmed that precision strip continue to be safe, effective, and perform as intended in the field. Stability data for precision strip was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and the product; no trends were identified that would indicate any product related issues. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. This serves as a correction report. [Sectionh11 - additional MFR narrative] was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer obtained a glucose reading of 20 mg/dl on the adc device compared to a glucose reading of 300 mg/dl obtained on another adc meter. The results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.